Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak, cranial migration of the left iliac stent of 12.8mm and secondary endovascular procedure adverse event/incident(s) are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the left internal iliac artery (non- device related failure) and proximal extension movement of 3mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 41 month post index CT scan. The most likely causation for the type ib endoleak is anatomy related as the iliac limb to bifurcation angulation increased from 45 to 77 degrees (remodeling). This likely contributed to the migration and the resultant type ib endoleak. No procedure related harms were identified. The final patient status was discharged on the first post-operative day home stable following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem ¿ updated. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove code 3190. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, three (3) suprarenal aortic extensions and one (1) ovation ix iliac limb to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately three and a half (3.5) years post initial procedure, during a routine follow up, an angiogram revealed a possible small type 1b endoleak from the left common iliac. The physician elected to implant an afx iliac limb to resolve this event. Completion angiogram showed exclusion of the type 1b endoleak and no aneurysm perfusion. The patient was stable throughout the procedure and discharged home the following day. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak of the left internal iliac artery (non- device related failure) and proximal extension movement of 3mm occurred that was not included in the event as reported. The type ii endoleak and the proximal extension movement was discovered during a review of the 41 month post index CT scan.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, three (3) suprarenal aortic extensions and one (1) ovation ix iliac limb to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately three and a half (3.5) years post initial procedure, during a routine follow up, an angiogram revealed a possible small type 1b endoleak from the left common iliac. The physician elected to implant an afx iliac limb to resolve this event. Completion angiogram showed exclusion of the type 1b endoleak and no aneurysm perfusion. The patient was stable throughout the procedure and discharged home the following day.